Event description:
It was reported that the ventricular lead exhibited loss of capture and sensing. The pulse generator was removed, and testing revealed ventricular capture was greater than 10 v unipolar and 1.0 v bipolar. The physician did not want to attempt repositioning the lead due to the patient's age and status. A bipolar pulse generator was implanted, and normal pacing and sensing were seen.

Manufacturer narrative:
No medwatch form was received.